Manufacturer narrative:
Date of event approximated since it was unknown.

Event description:
It was reported a burn on the patient's leg occurred. On an unknown date, a left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was successfully implanted. Shortly after the procedure, when the patient was still in the room, it was noted that the anesthesiologist had applied heat to the patient's leg and did not use blanket protection. This caused a burn to the patient's leg. It was further noted that the patient was diabetic and could not recover from the burn so their leg needed to be amputated. They did not recover from this and eventually passed away. Additional detail surrounding the death was attempted to be obtained, but was unsuccessful. The physician feels the patient's death is unrelated to the watchman device and is related to the anesthesia process used during the procedure.